Event description:
The customer reported "the nurse heard and saw no alarm from (B)(6). Expected was an asystole alarm. On half past six am the nurse was in the room. An "ECG leads off" was recognized. According to the nurse the pt was fine and the leads were reattached. Briefly after 7 am another nurse found the pt unresponding in the room. The pt was deceased"

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.